Event description:
The customer was hospitalized for dka. The cause of the event was not determined by md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. In addition, the customer stated that they reuse supplies. The customer was educated on proper set change techniques and the two hbg rule.